Manufacturer narrative:
Additional information: product analysis : functional analysis not possible due to a hole on the ibt. Visual review confirms rupture. The rupture is longitudinal rupture located near the proximal peak of the balloon, and is consistent with contact with bone splinters during surgery.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t5/6 and during the procedure one of the balloons ruptured while filling with contrast media. The balloon had already been successfully used once and was attempted again when the rupture occurred. No patient allergies to contrast media were reported and no fragments of the balloon were left in the patient.

Manufacturer narrative:
(B)(4). (No known impact or consequence to patient). (Material rupture). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.